Manufacturer narrative:
(B)(4). Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a video were available for evaluation. Visual inspection of the video noted the surgeon was manually suturing the open staple line. The instrument and single use loading unit (sulu) were not seen in the video. Visual inspection of the device noted no abnormalities. The single use loading unit (sulu) displayed a full complement of staples and the interlock was set. Microscopic inspection of the knife blade displayed no damage. Functional testing found the sulu was loaded into the returned instrument and was unloaded and loaded repeatedly without difficulty. The instrument and sulu were applied to test media with acceptable results. The knife cut completely and cleanly and the staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. It was reported that unexpected bleeding occurred along the staple line and he staples did not form as expected. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ileostomy closure, for the first firing to create small bowel functional side-to-side anastomosis, poor staple formation was observed. Staple line bleeding was found. The surgeon oversewn the entire 100mm staple line with interlocking suture onto every 2mm blood spurting. It took additional 30 minutes to repair and control the bleeding. For the second firing, to close the enterotomy, device would not fire. Another stapler from a different manufacturer was used to resolve the issue in order to complete the case.